Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that shortly after implant the patient experienced a perforation from the right ventricular (rv) lead. The lead was revised. Subsequently the lead dislodged and thresholds were high. The lead was programmed off and was explanted and replaced. No further patient complications have been reported as a result of this event.